Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during device preparation prior to implantation, the inflatable penile prosthesis (ipp) presented a mechanical problem. The cylinders inflated properly but failed to deflate when the deflation button was pressed. Manual attempts to deflate the cylinders were unsuccessful. An alternate device was used. There were no patient complications reported.

Event description:
It was reported that during device preparation prior to implantation, the inflatable penile prosthesis (ipp) presented a mechanical problem. The cylinders inflated properly but failed to deflate when the deflation button was pressed. Manual attempts to deflate the cylinders were unsuccessful. An alternate device was used. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cylinders and pump were microscopically examined, and leak tested; the pump was also functionally tested. Under microscope observation of the pump, the deflation ball was found to be misaligned and seated too far forward; the pump passed leak test but it did not pass deflation testing. Both cylinders passed visual inspection and leakage test. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) and device operates differently than expected was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the pump deflation ball misalignment and the deflation problems found during functional testing could have caused or contributed to the reported clinical observation reported cylinder deflation problem and mechanical problem.